Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the ICU with a cardiac arrest, the device could not be interrogated. The family stated that the patient received shocks on a fairly regular basis. The patient expired in the ICU. There is no known allegation from a health care professional that suggests the death was device related. No further information is available.